Event description:
It was reported that an incomplete fill tubing alert occurred. Customer¿s blood glucose level was in 450-500 mg/dl range with ketones. Reportedly, the customer was taken to the emergency room by emergency medical services and was subsequently hospitalized. Customer's bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Tandem technical support educated the customer on the alert and ensuring to complete the fill tubing process.